Event description:
The customer tested her blood glucose and received a reading of 450 mg/dl using her breeze2 meter. She took 20 units of insulin based on the reading and passed out. She was taken to the hospital where her blood glucose was tested at 28 mg/dl. The customer could not recall what treatment she received, but she was most likely treated with glucose. The customer disposed of the test strips, so troubleshooting was not possible. A replacement breeze2 meter was sent to the customer.